Event description:
It was reported that prior to device change out for normal eri, insulation abrasion was noted via fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced without complication. Patient is doing well.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 15.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.